Manufacturer narrative:
Date rec'd from MFR: 20nov2019. The service technician confirmed touch screen defective, not possible to calibrate. The service technician resolved the reported issue by replacing the touch screen. The unit was fully serviced and has passed the performance verification and electrical safety tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
The customer reported touch screen defective, not possible to calibrate the touch screen. There was no patient involvement/harm reported.